Event description:
A malfunction alarm was reported, displaying malf 0. There was no reported impact to the customer's blood glucose level, though the customer did not provide a specific value. The customer planned to use a backup insulin pump as a temporary solution and was instructed by cts to put the malfunctioning pump into storage mode before return. A new replacement pump was sent after confirming the shipping address, and the customer was advised on necessary steps upon its arrival.